Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that the insulin pump had unresponsive buttons. The blood glucose reading was unavailable. The customer's mother stated that, during the priming of a new infusion set and reservoir, the act button administered insulin, but the esc button did not respond. When the customer stopped pressing the act button, the device did not deliver insulin, stopping on time. The esc button seemed not to be responding. After rewinding, the customer's mother stated that the old reservoir worked and the prime menu could be completed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage to the keypad traces. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.